Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for implant. The physician claimed the suture sleeve on the left ventricular lead split. However, the sleeve was salvaged. Upon pulling a balanced middleweight wire out of the lead, the wire was stuck in place. It was suggested that the physician may have tied the suture sleeve too tight, and that may have caused the wire to be stuck in place. The sleeve was loosened and the wire was able to be removed. The wire frayed within the lead. Electrically, the lead was stable and no further action was taken. The patient was stable.